Event description:
Additional information was received that the infection was identified with a wound culture.

Manufacturer narrative:
Additional information: b5.

Event description:
Related manufacturer reference number: 2017865-2021-29212 and 2017865-2021-29213 additional information was received that the device, right atrial (ra), and right ventricular (rv) lead were all explanted to resolve the event. The patient was stable.

Event description:
Additional information was received that following the initial pocket infection, a surgical debridement of the wound and sub-muscular deepening of the device was performed. At the patient's next in clinic follow-up, swelling of the pocket and purulent discharge were observed. Following this observation, the device, right atrial (ra), and right ventricular (rv) lead were all explanted. A few days later, the device and rv lead were replaced. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented into the emergency room due to a pocket infection. The patient was hospitalized and prescribed antifungal and antibiotics to resolve the event. The patient was stable and will continue to be monitored.